Event description:
An ophthalmic surgeon reported that during cataract surgery, a knife was too dull to make an incision. The knife was exchanged for another and surgery was completed without further incident. There was no harm to the pt.

Manufacturer narrative:
One opened sample was returned. Eval of the sample showed the following results: the sample was examined using 10x magnification and found to have a damaged tip and cutting edges. The device history (DHR) for the lot was reviewed. Functional penetration and sharpness test values for this lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to alcon's acceptance criteria. The root cause could not be determined. All knives are 100% inspected by trained operators using a minimal of 10x magnification during mfg. Penetration and sharpness testing are performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).